Manufacturer narrative:
H3: correction. Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not be conclusively determined through this evaluation. Furthermore, a direct correlation between the heartmate 3 lvas and the reported events could not be conclusively established. The account reported that the patient was admitted to the hospital on (B)(6) 2019 with complaints of vomiting and epigastric pain and was found to have acute gastroenteritis. Amylase and lipase levels were normal and the patient was started on IV fluids. Despite this, the patient continued to complain of epigastric pain, so the patient was started on sucralfate. Gi was consulted and believed that the pain was musculoskeletal in nature; however, the patient reported he thought he ate something that was causing the pain and emesis. A CT of the abdomen and ultrasound were unremarkable. Gi recommended using lidocaine patches which seemed to improve the pain. While in the hospital, it appeared that the patient was volume overloaded. The patient¿s brain natriuretic peptide (bnp) level was elevated at 3412 and jugular venous distention (jvd) was present. The patient was started on a continuous lasix infusion. The patient lost 11 pounds in 2 days after receiving IV lasix and was switched back to oral lasix on (B)(6) 2019. The patient¿s bnp level came down to 78 and the patient¿s heart failure exacerbation resolved. Blood cultures were also obtained during this admission and came back positive for methicillin-resistant staphylococcus aureus (mrsa). The patient was already taking IV vancomycin and rocephin for positive blood cultures and driveline infection; however, rocephin was extended to (B)(6) 2019 for the mrsa. The patient¿s infection was reportedly ongoing. The patient was discharged to home on (B)(6) 2019 with orders to continue lidocaine patches for the stomach pain. The patient remains ongoing on the heartmate 3 lvas. The heartmate 3 lvas IFU lists infection (localized, driveline and pump pocket) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions regarding how to prevent infection as well as suggested responses in the event of infection are provided in several sections of this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Age of device: 1 year, 6 months, 29 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that patient was admitted on (B)(6) 2019, for gastroenteritis, blood cultures were obtained that was (B)(6) for (B)(6). Patient was already on IV vancomycin and (B)(6) for positive blood culture and driveline infection. (B)(6) was extended to (B)(6) 2019 for (B)(6). No further information was provided.